Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It was noted that when the stylet was put down, initially the lead dropped. In addition, low amplitude was observed. Additional information indicated that the physician believed that rv lead was not properly screwed. The behavior was not attributed to the lead. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.